Manufacturer narrative:
No additional information regarding this specific adverse event. However, we were notified that the patient had been transplanted as of (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system, other than death, gi bleeding/ av malformations any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Devices remain implanted.

Event description:
It was reported from (B)(6) by the staff that the patient presented with lethargy and anemia secondary to gi bleed. The patient was admitted and upper and lower gi scopes were performed followed by double balloon endoscopy which was unsuccessful locating bleeding spot. The patient was transfused with (B)(6) units of packed red blood cells and commenced on octreotide. Pump remains implanted. No further information available at this time, investigation is in progress.